Event description:
It was reported that the patient developed an infection. It was also reported that the patient was experiencing wound dehiscence. The patient underwent ipg replacement procedure and was doing well postoperatively. The patient was given antibiotics. The explanted product was retained by the customer.